Event description:
The pt experienced a loss of therapeutic effect; a return of tremor. There was no known related accident or incident. All bipolar pairs had impedance greater than 2,000 ohms. The unipolar pairs were as follows: c, 0: 1163; c, 1: 1193; c, 2: 1311; c, 3: 1325 ohms. Therapy impedance was 1892 ohms, current 30. The voltage had just been increased to 2.8v from 1.8v, pulse width was 90mcs, frequency was 185hz, electrode configuration 3+, 1-. The tremor was not controlled until the device was at 2.8v. Further info is being requested from the hcp.

Manufacturer narrative:
(B)(4).